Event description:
It was reported that the pacemaker exhibited a pacing problem. Information provided on the pacing rates of the device from the night before of 43 paces per minute and the device was only sensing while in clinic. No additional information was reported.